Event description:
I am currently using medtronic's 670g insulin pump. Each time I traveled by plane (at least six times in the past 6 months) the pump has incorrectly over delivered insulin. My guess is that cabin pressure changes cause the over delivery of insulin. This has caused severe hypoglycemia while in flight and severe hyperglycemia directly following the flight.